Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's reported problem of the device stating error code "14622" was not verified. Instead found the "41622" error code message in the device information folder and event history log. The cause of the issue was a defective latch/lock flex circuitry sensor, and that component was replaced to fix the issue.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 14622. The event occurred during preventive maintenance. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.